Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product was returned to the manufacturing site for evaluation. A pcb00v device and a small bag with a particle inside were received in a bag. The pcb00v device was observed under microscope and the plunger was observed in advanced position. Scarce amount of viscoelastic residues were observed in the inside. No particles were observed inside the cartridge and or chamber. The bag with a small, thin piece of debris secured with adhesive tape was observed under microscope. The complaint was verified, however the debris was sent to outside lab for analysis. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implant a white deposit was found on the lens. The foreign matter was removed from the eye. There was no patient injury. No further information available.